Event description:
It was reported that pump charging port was loose and customer needed to adjust or reposition charging cord in order for pump to charge properly. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow up, and no additional information was received regarding the outcome of the event.